Event description:
It was reported that the patient experiencing high glucose level of 150mg per dl to 215 mg per dl within 15 minutes while using the cadd cleo 90 infusion set. The infusion set was removed and noticed that there was cannula bent. The bent cannula could cause blockage of infusion line. The event occurred during infusion. There was no patient harm.

Manufacturer narrative:
A4 - weight: 217 (units not provided) investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.